Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported that she cannot read words printed in green ink. The pt is very happy with distance and near visual acuity. In a follow-up, the surgeon reports that the pt was examined and her color visual acuity was normal. He stated examples of green print that were difficult for the pt to see were low contrast, usually green on blue background with poor spatial contrast. He reports the outcome of the event as "good."

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested (B)(4) 2008 by mail, fax and phone. A completed questionnaire has not been received. (B)(4).